Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extended (vse) instrument to perform failure analysis. A visual inspection displayed no signs of physical damage. The instrument is lubricated between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication observed on the instrument was not excessive and is considered an expected condition. The instrument was placed and driven on an inhouse system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, excess whitish product at the head of the vessel sealer extend (vse) instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.